Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator malfunctioned and beeped while powering up. The device had a failure with leads. An operational check was performed and confirmed an ECG cable failure. There was no pt involvement.